Manufacturer narrative:
Batch review performed on 06 may 2019: lot 184066: (B)(4) items manufactured and released on 22-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 weeks after primary surgery, complaining of pain caused by a vancouver b2 fracture and the cause of the fracture is unknown. The surgeon cabled the fracture and revised the head and stem. The surgery was completed successfully.